Event description:
Bilateral breast augmentation late 1980's with silicone implants - presents now with capsular contracture - possible rupture. 05-31-2007 pt underwent bilateral capsulectomies and implant removal - left implant removed intact. Right implant was ruptured within the capsular. No free silicone. Pt augmented with mentor silicone gel 400cc implant bilateral.